Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a locking issue of the mayfield composite series skull clamp during surgery. No patient njury reported and the event led to 15 minutes surgical delay.

Manufacturer narrative:
UDI # (B)(4). The DHR shows no abnormalities related to the reported failure. The evaluation of the returned device confirmed the reported condition. With respect to the complaint, it was confirmed the returned unit did meet all specific functional test. Device was tested according to internal procedure and no failure was found. The observed condition is likely caused by improper handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.